Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (b)(96) 2004 the patient presented with pre-op diagnoses of cervical spondylitic myelopathy and radiculopathy. The patient underwent anterior posterior partial vertebrectomy c3, c4,; c5 and c6, complete discectomy c3-c4, c4-c5, c5-c6, interbody fusion using implant with bmp and local bone source, using anterior plate at c3-c6, selective micro-dissection technique, intraoperative fluoroscopy. Per op notes, anterior osteophytes from c3-c4 down to c5-c6 were removed. Thus, complete discectomy was carried out. Then using intraoperative magnification microscope, intraoperative fluoroscopy, and high-speed drill, partial vertebrectomies were performed on either side of each disc space. After complete removal of posterior longitudinal ligament, posterior disk space, and foraminotomies, distraction pins were then placed. Appropriate hydrasorb ring was then chosen, packed with bmp and local bone source, countersunk one millimeter. Pins ware then removed and the pin hole sites were packed with gelfoam. Appropriate plate was chosen, contoured to the spine, secured by drilling and using 15- and 14-rnm screws, locking nuts in the usual fashion. Wounds were then closed in usual sterile fashion. The patient tolerated the procedure well and no patient complications were noted. On (B)(6) 2004 the patient was discharged.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.